Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited t wave oversensing and atrial pacing episodes. Programming changes were. No intervention was performed. No other information was available..

Manufacturer narrative:
Event description updated for missing word "discussed".

Event description:
It was reported that the implantable cardioverter defibrillator exhibited t wave oversensing and atrial pacing episodes. Programming changes were discussed. No intervention was performed. No other information was available.